Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end which caused the grip cable to become loose at the distal end. Common causes of the failure mode broken - proximal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to a reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Expected or random component failure without any design or manufacturing issue. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) #5 (pitch), 6 (grip), 7(grip), located inside the backend of the instrument. Common causes of the failure mode residue instrument clamping pulleys are attributed to improper cleaning or sterilization techniques used during reprocessing, which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument had cable failure. No adverse events were reported. Surgeon was able to complete the procedure without delay. Instrument was taken out after use after decontamination and flagged for damaged product. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a tissue or vessel which led to an unsuccessful clip application. The surgeon finished first clip application then used a second clip applier to apply second clip.